Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Blood was observed in the dialyzer housing and the screw flange threading on the cavity ID end. The sample was subjected to a laboratory leak test, and a leak was detected from the cavity ID end header cap. The dialyzer was then subjected to destructive disassembly for further examination and fiber isolation. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly (including the header caps) and no damage or defects were noted. The o-ring was noted to be damaged. Under magnification (x20), a gouge measuring approximately 2.07 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane potting surface). A production records review was performed on the reported lot. A review of the lot history revealed there were six reported complaints against the lot (including the current file). Four of the reported complaints were reported by a single clinic (not related to the clinic from the current complaint). All of the complaints address external blood leaks: three unconfirmed with no samples returned and three confirmed with a sample. This lot was placed on hold and recalled during investigation in (B)(4). An investigation of the device history records was conducted by the manufacturer. During the review, it was noted that additional dialyzer samples were requested by the dialyzer r&d department (not related to production or release of the lot). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint confirmed the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.